Event description:
The target lesion was the renal artery (side unk). There was mild calcification and vessel tortuosity, the rate of stenosis was unk. Access was made from femoral artery (side unk). A palmaz genesis stent (pg1250bsx, r0208026, complaint product) was delivered through a 5f guiding catheter (ansel, cook) to the target lesion. Although the balloon of the palmaz genesis was inflated with indeflator (brand unk) and the stent was successfully placed in the lesion, the physician felt some difficulty in pressurizing the balloon smoothly during the inflation. Post-dilatation was successfully performed with the same indeflator, and the procedure was completed without any other problem. There was no adverse consequence to the pt.

Manufacturer narrative:
The product was not returned for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt.